Event description:
On 7/26/95 the aus device was implanted. On 7/17/96 a tandem cuff was implanted. On 9/23/97 the cuff and balloon were removed from the pt and replaced due to "recurring incontinence."